Event description:
During laparoscopic hysterectomy, while closing the vaginal vault with covidien v loc endo stitch, needle noted to have broken in half. The other half of the needle was attached to the v loc needle drive. Portable x-ray obtained. The decision was made to perform exploratory laparotomy to retrieve lost needle piece.